Event description:
On (B)(6) 2018, this patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. On (B)(6) 2024, an aneurysm enlargement approximately 10mm was observed on a computed tomography imaging, and a type ii endoleak from the left internal iliac artery was suspected. On (B)(6) 2025, a reintervention was performed. It was determined that the origin of the type ii endoleak was the right internal iliac artery on the angiography. Because the procedure was started from left side approach, the physician found it was difficult to access to the right internal iliac artery, hence, the procedure was terminated. The physician reported that if the aneurysm will be continued to enlarge, another reintervention will be considered.

Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU) possible defects and adverse events include the following: aneurysm enlargement, endoleak. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.